Event description:
It was reported that during implant attempt, the physician could not screw the lead into the atrium. The physician suspected a problem on the mechanism of the screw. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found, but helix distorted/bent, blood on helix, and damaged at implant; the analyst noted that the helix extends and retracts within product specification. Helix was bent at implant; full lead returned and analyzed.